Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure the front edge of the blade was broken. Another device was used to complete the case. There was no adverse consequence to the patient.